Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class c, non flow-limiting dissection occurred in the popliteal (pop) artery post-atherectomy. The right pop target lesion was 60% stenotic, moderately calcified, and 40 mm in length. Two patent run-off vessels were present prior to therapy. The target lesion was treated with a 2.25 solid crown oad which was spun at low speed for one run (31 sec), at medium speed for one run (31 sec), and at high speed for one run (30 sec) for a total run time of 1 min, 32 sec. The residual stenosis was 40%. At this time a pop artery dissection was noted. It was treated with a 5 x 20 mm abbott fox pta balloon inflated once to 6 atms for a total inflation time of 1 min. A 7 x 40 mm cook bare metal stent was then placed to treat the dissection. The residual stenosis was 0%. No add'l info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 41 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).